Event description:
In 2009: low anterior resection performed for acute, ruptured, diverticulitis. Leak test was negative, surgeon noted extremely edemadous tissue. Jp drain was placed and monitored. Four days later: elevated white count and contents of drain were cause for concern and patient was scheduled for re-operation. In the next day, anastomosis redone and noted that ring assembly was intact and connected to rectum; the proximal tissue was entirely separated from the ring. Patient received a temporary colostomy.